Manufacturer narrative:
The returned product was tested per ameda engineering test protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for any indication that a malfunction of thermal event occurred. A dark gray substance was confirmed to be present on the internal pcb and housing of the returned product. The batteries were returned with the product and it was confirmed that one of the batteries had been placed in the improper orientation. This means that the positive terminal was in contact where the negative contact should have been in contact. Add'l testing shows that miss-assembling the batteries in the breast pump can contribute to battery leakage.

Event description:
On (B)(6) 2014, the customer reported to parent care rep that about a month ago, she heard a crackling noise coming from the battery compartment area of the purely yours breast pump. When she opened it up, one of the batteries was leaking. She remedied the situation by replacing all of the batteries and continued to use the breast pump. This morning, she heard a loud pop coming from the battery compartment area. She decided not to open the battery compartment in case it was leaking again. No injury was reported.